Event description:
Attorney's report of patient's alleged ring break, obstruction, pain and excision of the ring.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.